Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 20 previously reported events are included in this follow-up record.   Product return status 8 devices were received. 12 devices were not available for evaluation.   Event confirmation status 8 reported events were confirmed evaluation results devices were found to be affected by excessive vibration/shaking during shipping and handling..

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device had debris in sterile package. 20 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 3 devices were received. 4 devices were not available for evaluation. 13 device investigation types have not yet been determined.   Event confirmation status: 3 reported events were confirmed; the cause traced to excessive vibration/shaking during shipping and handling. Additional information: 20 devices were labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes 20 malfunction events in which the device had debris in sterile package. 20 events had patient involvement; no patient impact.